Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -11.0/4.5/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. The lens was "adjusted one time and rotation happened again." The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -11.0/4.5/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. The lens was "adjusted one time and rotation happened again." On (B)(6) 2023 the exchange lens of larger size was implanted and this resolved the problem. D6b- (B)(6) 2023. Claim# (B)(4).